Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient woke up in the morning of (B)(6) 2018 with pain on his back. The patient wore his infusion device on his back during the night. There was a wound on his back under his infusion device that was quite red and painful. The skin looked burnt and secretion came out from the wound during the day. On (B)(6) 2018, the patient went to the doctor and he stated it was a burn. The patient was treated with an unknown ointment. The patient was not admitted into a medical facility. Return of the suspect device was requested for evaluation.